Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage\complications from your essure removal procedure:right side essure device was in pieces') and embedded device ('complications from your essure removal procedure:right side essure device was in pieces,remaining piece was attached to fallopian tube anchored to fallopian tube as in form of hook') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included metformin since 2006 for type 2 diabetes mellitus as well as ascorbic acid; betacarotene; biotin; calcium carbonate; calcium phosphate; chlorine; cholecalciferol; cupric oxide; ferrous fumarate; folic acid; iodine; magnesium oxide; manganese sulfate; molybdenum; nickel sulfate; nicotinamide; pantothenic acid; phosphorus; potassium chloride; pyridoxine hydrochloride; retinol acetate; riboflavin; selenium; silicon; thiamine; tin; tocopherol; vanadium; vitamin b12 nos; zinc oxide (multivitamins & minerals plus lutein) since 2016, clonazepam (clonazepam) since 2004, fluocinonide, fluoxetine since 2008, paracetamol (tylenol 8 hour) since 2016 and risperidone since 2013. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), insomnia ("psychological or psychiatric problems condition: worsen insomnia"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("gastrointestinal or digestive system condition type: sudden diarrhea attacks"), abdominal pain lower ("cramps\right side lower abdomen pain"), alopecia ("hair loss"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), mood altered ("mood change"), psoriasis ("rashes or skin conditions type:scalp psoriasis like flare ups") and pain in extremity ("down towards inside of leg"). The patient was treated with surgery (hysterectomy (partial),bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, insomnia, dysmenorrhoea, vaginal discharge, psoriasis and pain in extremity outcome was unknown, the female sexual dysfunction, nausea, dyspareunia, diarrhoea, abdominal pain lower, alopecia, pelvic pain and mood altered had resolved, the migraine and headache was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, psoriasis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no specified. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet received. New reporter, patient demographic ,concurrent condition and lab data, concomitant medication, essure start stop date and the event injury to herself updated to abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, psychological or psychiatric problems condition: worsen insomnia, depression, anxiety,device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: sudden diarrhea attacks, cramps, hair loss, pain, vaginal discharge, psoriasis,pain in extremity, embedded device and mood change. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage\complications from your essure removal procedure:right side essure device was in pieces'), embedded device ('complications from your essure removal procedure:right side essure device was in pieces,remaining piece was attached to fallopian tube anchored to fallopian tube as in form of hook') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding and pregnancy (delivered 08-11-1985). Previously administered products included for an unreported indication: risperidone from 2004 to 2006 and risperdal from 2000 to 2002. Concurrent conditions included type 2 diabetes mellitus, gallbladder removal, sinus operation and obesity. Concomitant products included fluocinonide for psoriasis, metformin since 2006 for type 2 diabetes mellitus as well as aripiprazole (abilify) from 2008 to 2013, ascorbic acid;betacarotene;biotin;calcium carbonate;calcium phosphate;chlorine;colecalciferol;cupric oxide;ferrous fumarate;folic acid;iodine;magnesium oxide;manganese sulfate;molybdenum;nickel sulfate;nicotinamide;pantothenic acid;phosphorus;potassium chloride;pyridoxine hydrochloride;retinol acetate;riboflavin;selenium;silicon;thiamine;tin;tocopherol;vanadium;vitamin b12 nos;zinc oxide (multivitamins & minerals plus lutein) since 2016, clonazepam (klonazepam) since 2004, dicycloverine hydrochloride (dicyclomine) since 2015, mirtazapine from 2004 to 2008, paracetamol (tylenol 8 hour) since 2016, risperidone since 2013, tramadol since 2013, venlafaxine hydrochloride (effexor) from 2004 to 2008 and ziprasidone from 2006 to 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), incontinence ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), insomnia ("psychological or psychiatric problems condition: worsen insomnia"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("gastrointestinal or digestive system condition type: sudden diarrhea attacks"), abdominal pain lower ("cramps\right side lower abdomen pain"), alopecia ("hair loss"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge like burnt flesh"), mood altered ("mood change"), psoriasis ("rashes or skin conditions type:scalp psoriasis like flare ups"), pain in extremity ("down towards inside of leg") and medical device pain ("the device causes pain, it is difficult to distinguish"). The patient was treated with fluocinolone acetonide (capex), fluoxetine, minoxidil (rogaine), ondansetron hydrochloride (zofran) and surgery (ablation and hysterectomy (partial),bilateral salpingectomy laparascopic). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, menorrhagia, vaginal haemorrhage, incontinence, insomnia, vaginal discharge, psoriasis and medical device pain outcome was unknown, the female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, diarrhoea, abdominal pain lower, alopecia, pelvic pain, mood altered and pain in extremity had resolved, the migraine and headache was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, incontinence, insomnia, medical device pain, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, psoriasis, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: (per pfs) result- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs received: aka name was added. One event was updated from bladder or urinary problems or changes to incontinence. Event outcome of pain of extremity & dysmenorrhea was updated from unknown to recovered\ resolved. Treatment & concomitant drugs were added. Lab test was updated. ''The device causes pain, it is difficult to distinguish'' took as a event. Concomitant conditions were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage\complications from your essure removal procedure:right side essure device was in pieces') and embedded device ('complications from your essure removal procedure:right side essure device was in pieces,remaining piece was attached to fallopian tube anchored to fallopian tube as in form of hook') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included metformin since 2006 for type 2 diabetes mellitus as well as ascorbic acid; betacarotene; biotin; calcium carbonate; calcium phosphate; chlorine;cholecalciferol; cupric oxide; ferrous fumarate; folic acid; iodine; magnesium oxide; manganese sulfate; molybdenum; nickel sulfate; nicotinamide; pantothenic acid;phosphorus; potassium chloride; pyridoxine hydrochloride; retinol acetate; riboflavin; selenium; silicon;thiamine; tin; tocopherol; vanadium; vitamin b12 nos; zinc oxide (multivitamins & minerals plus lutein) since 2016, clonazepam (clonazepam) since 2004, fluocinonide, fluoxetine since 2008, paracetamol (tylenol 8 hour) since 2016 and risperidone since 2013. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), insomnia ("psychological or psychiatric problems condition: worsen insomnia"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("gastrointestinal or digestive system condition type: sudden diarrhea attacks"), abdominal pain lower ("cramps\right side lower abdomen pain"), alopecia ("hair loss"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), mood altered ("mood change"), psoriasis ("rashes or skin conditions type:scalp psoriasis like flare ups") and pain in extremity ("down towards inside of leg"). The patient was treated with surgery (hysterectomy (partial),bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, insomnia, dysmenorrhoea, vaginal discharge, psoriasis and pain in extremity outcome was unknown, the female sexual dysfunction, nausea, dyspareunia, diarrhoea, abdominal pain lower, alopecia, pelvic pain and mood altered had resolved, the migraine and headache was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, psoriasis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.